Event description:
Medical affairs was unable to get in contact with the pt or the reporter on 07/2005 and 07/2005; therefore, sent a letter to the pt so that clinical information could be obtained. The reporter contacted lifescan on behalf of the pt in 2005, alleging that the meter was set to the incorrect unit of measurement. The pt felt dizzy and went to the hosp. There is no information on whether a medical professional treated the pt and what the reading was in the hosp. The following information was not provided. How long the meter was set to the incorrect unit of measurement if the pt tested on the meter prior to going to the hosp and if so what was the reading? Reporter was unable/unwilling to verify if the pt took any medication or ate food and/or drank a beverage before going to the hosp. The reporter did mention that the meter was previously set to the correct unit of measurement and that the pt had not recently changed the unit of measurement in the meter settings. Customer services assisted the pt in changing the meter back to mg/dl and had the pt run a blood glucose test and the reading was 142 mg/dl. Customer services sent the pt a replacement meter. This complaint is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt does not recall going into the meter settings.